Event description:
The customer reported that while wearing pod he gets dry, bright red rashes that leave hard skin. He has already spoken to his endocrinologist's office and was given antibiotics and a cream that is not working.

Manufacturer narrative:
No product was returned for evaluation. We are unable to determine if any product condition could have contributed to the reported rash. Qualification and sterilization records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "do not use a pod if you are sensitive to or have allergies to acrylic adhesives or have fragile or easily damaged skin," and cautions "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider."